Manufacturer narrative:
D4 unique identifier (UDI) not available a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the orders were not crossing to se med stations. A technical support specialist (tss) had found that the interface was delayed by 62 minutes and restarted the inbound processor service and .net services, but the issue persisted. The tss then dialed into the pyxis interface and observed two stalled queues. Tss tracing, a network error (socket crash) was identified. Tss found carefusion coordination engine (cce) services were running, but messages were not processing. The tss rebooted the cce, and the issue was resolved. It came up with all host connections connected and messages all drained. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to the medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.